Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use. Lt1-0003-en: adjust the length of the tibial alignment guide to allow the proximal portion of the guide to reach the area between the tibial tubercle and the tibial plateau and pin the guide with a single pin without interrupting the tibial socket. The complaint allegation is confirmed based on the photos provided which shows an ar-1204as-100 flipcutter¿ ii, short 10.0 mm with a damaged tip. Please reference photos attached.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31st july 2025, it was reported by an distributor via email that for 1 unit of ar-1204as-100, flipcutter¿ ii, short 10.0 mm, the flipcutter broke while the surgeon was rotating it during the procedure. This was detected during an arthroscopic acl+ pcl reconstruction on (B)(6) 2025. The case was completed successfully by using a new ar-1204as-100. There was no patient harm.